Event description:
It was reported that the cuff on the custom tracheostomy tube had a leak. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One used device was received for investigation. The device was inflated with air and leak tested, but no leak was found. The complaint was not confirmed.